Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram video was obtained from the field however, insufficient for this investigation. The device lot history record reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, while deploying the manta device, the physician immediately pulled back to the audible click. The physician did not correctly follow through on the steps to deploy the device and seal the puncture as listed in step 5 of the IFU. The pulsatile flow was addressed with manual compression for hemostasis. The angiogram confirmed the correct positioning of the toggle, however, there was a concern of partial collagen in the vessel. The access was dilated, and balloon inflation applied to occlude the collagen in the vessel. A femstop was applied to stop the slow bleed at the access site. The IFU was reviewed and lists in step 5: deploy device and seal puncture: continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window. The blue lock advancement tube will emerge. Note: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. Additionally, the IFU lists as a precaution: if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention, ischemia of the leg or stenosis of the femoral artery.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a possible contributing factor in this event. The device operator did not perform step 5 to deploy the device and seal the puncture correctly. The operator pulled back immediately to the audible "click" step. Step 5: deploy device and seal puncture continue to withdraw the manta closure until the tension gauge begins to show yellow/green in the tension window (figure 14). The blue lock advancement tube will emerge (figure 15). Note: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. Maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure (figure 15). Note that the tension gauge indicator will show a red zone when excessive force is applied. While maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. Lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant (figure 16), maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. While maintaining the position of the blue lock advancement tube, increase tension on the manta closure handle slightly, until an audible click is heard. The manta instructions for use provides precautions that includes: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The manta instructions for use provides adverse events related to the deployment of vascular closure devices that includes: ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: oozing from the puncture site.

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) on (B)(6) 2020. The patient reportedly weighed (B)(6) lb. The patient's femoral artery measured 8.0 mm in diameter and had minor calcification. The heart valve was delivered using an 18f sheath. Arterial access was made in the right femoral artery. While deploying the manta 18f vascular closure device (manta), it was reported that the operator immediately pulled the manta back to where the audile click was heard. The manta was deployed and there was still pulsatile flow. Manual compression was applied for hemostasis. An angiogram was taken and confirmed good blood flow through the femoral artery. There was the potential for concern of slight collagen in the vessel, so the area was dilated using a balloon for one minute. The bleeding from the access site slowed, but did not stop, so a compression device was applied. Pedal pulses were good. The patient was reported to be doing well on post-op day one.